Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements, recently, measuring, greater than 125 ohms. Technical services (ts) was consulted and discussed troubleshooting options with the health care professional (hcp). The rv lead remains in-service at this time. No adverse patient effects were reported.